Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is leaking. Associated malfunction for this device: o ring leaking, capacitor leaking.